Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk pci section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The complainant reported the patient was on impella cp support when the angle of the placement sheath became shallow, causing the blood vessel at the tip of the placement sheath to dissect. The impella was removed and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the vascular damage issue was most likely use related, the angle of the placement sheath became shallow, causing the blood vessel at the tip of the placement sheath to dissect. B3 date of the event was revised to reflect the correct date on manufacturer device report 1220648-2025-25716. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-25716 as it is unknown if the initial reporter also sent the report to the food and drug administration.